Event description:
It was reported that the xenon light source had insufficient brightness. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - address - (B)(6). E1 - city - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.